Event description:
It was reported that the patient presented to the emergency room (ER) being externally paced. The right ventricular (rv) lead impedance was greater than 9999 ohms in the unipolar pacing configuration and greater than 9000 ohms in bipolar. The lead was capped and replaced. When the new rv lead was connected to the chronic device, no pacing occurred. The device was explanted and replaced as well. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient presented to the emergency room (ER) with syncope. It was later reported that the lead was fractured. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076 implantable pacing lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
(B)(4)